Event description:
The customer reported intermittent low vacuum out of range errors involving the coulter lh 500 hematology analyzer. Beckman coulter customer technical support (cts) advised the customer to use proper personal protective equipment (ppe) prior to troubleshooting. The customer had on gloves and a laboratory coat and performed system test. While troubleshooting, one tube came off at pinch valve #49 and sprayed approximately one teaspoon of fluid in the customer's mouth. The customer went to the emergency room (ER) and blood analysis was performed. The ER performed hepatitis, hiv, and rpr (rapid plasma reagin) tests that will be repeated in six months - results are not available at this time. The customer reported to be in good condition. Patient samples were not analyzed during the event - results were not generated. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) stated the customer had replaced the tubing prior to service. The fse evaluated the instrument at the facility and replaced the low vacuum regulator and front door latch to resolve the issue. Service activity was performed and system operation was verified. The unit conformed to the manufacturer's published performance specifications. Tubing ff173 to ff174, at pinch valve #49, carries clenz cleaning solution or isoton. It is likely the customer had come to direct contact with either of the solution during the system test.